Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus (B)(4). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (the scope detection failure and the scope communication error e226) could not be conclusively determined. However, based upon the information from (B)(4), omsc surmised that the reported phenomena were attributed to the failure of the video connector socket. The exact cause of the video connector socket failure could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the scope communication error e226 occurred on the subject device due to the abnormality of the electrical contacts inside the video connector socket. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the scope detection of the subject device did not function, and also found that the video connector socket had failure. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.